Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an alert for high, out of range, high voltage lead impedance was observed via remote transmission. In-clinic isometric testing was completed and impedance was normal. The patient will be monitored remotely. The patient condition was good.